Event description:
After implantation of a 29mm sapien xt valve, the patient's pressure rapidly dropped; an echo revealed pericardial effusion. A percutaneous pericardiocentesis was performed and blood was evacuated. The blood pressure was unchanged so a sternotomy was performed to evacuate the pericardium, which stabilized the pressure. Aortography was inconclusive. The bleeding slowed down and the patient was transferred for post operative monitoring in stable condition. Late in the evening post procedure, the blood pressure dropped and the patient coded and expired from complications of the ruptured annulus. Initially, a 29 xt valve was prepped minus 2ccs of volume. A 25 x 4 edwards bav (balloon valvuloplasty) catheter was advanced into position and rapid pacing was initiated. The balloon was fully inflated but was pushed aortic. The patient's pressure remained low the valve was advanced into position; rapid pacing was initiated and the delivery system balloon was slowly inflated. During inflation, the valve moved 4-5 mm ventricular. A final echo revealed 1+ paravalvular (pvl). Approximately 5 minutes post deployment, the patient's pressure dropped into the 40's and echo noted the pericardial effusion. As per report, the event was a contained rupture (d/2). The patient had severe, bulky calcification of the aortic annulus and leaflets. It was further noted that when the bav was performed that balloon was pushed aortic, which could have contributed to the contained rupture.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the rupture appeared to be a result of a severely (bulky) calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.